Event description:
The customer called for help with his contour meter. While troubleshooting, he performed control tests and received a result of 203 mg/dl. The normal control range was 103-143 mg/dl. No adverse events were alleged. The customer used the last of his test strips while troubleshooting, so no product will be returned for eval. Replacement test strips were sent to the customer.